Event description:
It was reported that the zimmer air dermatome cut a centimeter deep into the muscle tissue. (B)(6) checked the setting, checked everything was tight, then checked the setting again, and tried to harvest as usual, but it cut deep into the muscle. They stopped using the handpiece, and proceeded with a different handpiece using the same hose and the same pressure and everything went smoothly.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.